Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("removed an essure in may due to vague abdominal pains") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered abdominal pain to be related to essure administration. The reporter commented: we removed an essure in may due to vague abdominal pains. An adverse event report has already been filed for this. More detailed batch information is not available; it was not fitted by us. The patient¿s initials are pr. The implants were not forwarded before; they should be sent now. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("removed an essure in may due to vague abdominal pains") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered abdominal pain to be related to essure administration. The reporter commented: we removed an essure in may due to vague abdominal pains. An adverse event report has already been filed for this. More detailed batch information is not available; it was not fitted by us. The patient¿s initials are pr. The implants were not forwarded before; they should be sent now. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("removed an essure in may due to vague abdominal pains") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered abdominal pain to be related to essure administration. The reporter commented: we removed an essure in may due to vague abdominal pains. An adverse event report has already been filed for this. More detailed batch information is not available; it was not fitted by us. The patient¿s initials are pr. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 16-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("removed an essure in may due to vague abdominal pains") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered abdominal pain to be related to essure administration. The reporter commented: we removed an essure in may due to vague abdominal pains. An adverse event report has already been filed for this. More detailed batch information is not available; it was not fitted by us. The patient¿s initials are pr. The implants were not forwarded before; they should be sent now. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.